Event description:
The customer contacted baxter's service center regarding assistance with ending therapy; which occurred on the homechoice (hc) during use, during fill 4 of 6. The registered nurse (rn) stated the home patient (hp) pulled on the bags off the table and became disconnected. The rn asked to end therapy. The tsr assisted the rn to end therapy. During follow up with the peritoneal dialysis registered nurse (pd rn) regarding reported problem. The pd rn stated that the patient did not have any associated alarms with the connection issue. The pd rn stated that the disconnections were related to the patient knocking the bags off the table. The pd rn stated that they have been monitoring the patient and everything seems to be fine. They stated the pd rn stated overall the patient is continuing therapy okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue during use. The nurse reported that the patient has been disconnecting the solution bags. The problem is confirmed for the connection issue and the assignable cause can be determined as use error, because the nurse reported that the disconnection was due to the patient purposely disconnecting the solution bags from the homechoice. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Since it cannot be determined why the home patient (hp) purposely disconnected the solution bags from the homechoice, the as determined cause for this complaint is undetermined.